Event description:
It was reported that caller previously did not see drops of insulin at end of tubing during fill tubing step and had overfilled cartridge and used cold insulin. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, successfully resumed insulin, and technical support advised not to overfill cartridge and to use room temperature insulin.